Event description:
One incident of leakage coming out of holes found in tubing. Further investigation with clinician revealed that facility has experienced two incidents of leakage during patient use. In one incident, leakage involved an albumin solution, in which tubing was changed immediately. In a second incident, an unknown solution leaked and tubing was also reported to have been changed immediately. In both reported incidents, there was no report of patient injury.